Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have influenced the reported issue. Additionally, a review of the complaint history did not identify a lot specific issue. Based on the available information, a cause for the reported single leaflet device attachment (slda) cannot be determined. The reported worsening mitral regurgitation was a result of the reported slda. The reported patient effect of worsening mitral regurgitation, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. There is no indication of product quality issue with respect to manufacture, design or labeling.na

Manufacturer narrative:
Date of event: date estimated. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report single leaflet device attachment (slda) and worsening mitral regurgitation (mr). It was reported that on (B)(6) 2020, a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 3. One clip was successfully implanted, reducing mr to a grade of 1. Roughly two and half months later, at a follow up appointment, echocardiography was performed and showed the implanted clip had detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda), causing mr to increase to a grade of 3-4. On (B)(6) 2020, a second mitraclip procedure was performed to stabilize the slda. One clip was successfully implanted, reducing mr to a grade of 1. No additional information was provided.